Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd, moderate dysphagia, and required a gastric bypass procedure for weight loss leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014 by dr. (B)(6). Device explant due to ongoing gerd, dysphagia, and the need for a gastric bypass procedure. Explant occurred on (B)(6) 2018 by dr. (B)(6). A gastric bypass was performed at the time of explant. A small hiatal hernia was observed at explant and it was noted that there was "some fundus (1-2cm) above linx."